Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the user may have released the histoacryl (tissue glue) at the wrong point when injecting it and olympus has not verified removal of tissue glue through reprocessing. However, specific root cause cannot be determined. The event can be detected/prevented by following the instructions for use: gif-h190 operation manual, chapter 3, section 3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the bending section cover adhesive was damaged and that the channel tube had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the histoacryl glue leaked onto the distal end and was observed within the working channel of the gastrointestinal videoscope. The issue occurred after an unspecified procedure was successfully completed. There were no reports of patient harm.